Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found front panel and top cover are damaged and cracked, power switch needs to be replaced due to crack damaged (broken inlet), and video socket connector has defective locker. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center getting black screen or a red/green pattern when the pigtail adapter was used. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image, and getting a red/green pattern occurred due to printed circuit board failure. As well video socket doesn't secure the scope video cable due to a defective locker of video socket connecter. In addition, the power switch was damaged due to external strong force being applied accidentally because power switch damage was confirmed. Olympus will continue to monitor field performance for this device.